Event description:
A male patient (age unknown) underwent a therapeutic colonscopy procedure for post plypectomy hemostasis in the upper colon. The resolution clip device did grasp the tissue at the bleed site. The clip would not release from the catheter to complete deployment. Attempts ot manipulate the device to facilitate deployment were not successful. The clip was pulled from the site. A competitor's device was utilized to complete the procedure. The patient did not sustain any ill effect as a result of the deployment issue. The patient condition was reported to be fine.